Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the patient preparation for planned treatment and was completed by starting the host pc manually, with a delay. The philips remote service engineer (rse) inspected system remotely, customer informed that the host pc was not starting, rse guided customer to start the pc manually. The philips field service engineer (fse) visited system onsite and reviewed the system log files, which showed mother board battery problem, then the fse ran mother board battery test which revealed low battery. To resolve the issue, the fse replaced the mother board battery and performed functional tests, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.